Event description:
Caller alleges meter reading of 117 mg/dl was inaccurate and he took insulin based on the reading; customer reported he took an additional 2 units of insulin and that he took too much insulin based on the reading. Caller reported that the time frame between the insulin dosage and the injury event was about an 1 hour later but doesn't recall the exact time. Caller stated he felt light headed. He stated that he was unresponsive and he couldn't keep his eyes open. Customer stated that he couldn't remember when he became lightheaded or when he became unresponsive. Customer was taken to the hospital by his wife while unresponsive; blood glucose level at the hospital was 70 mg/dl about 30 minutes to an hour later. Customer was treated with an IV of unknown content; was at hospital for 4 hours but not admitted. Requested return of the alleged device for evaluation and replacement was sent.